Event description:
The report received from the affiliate indicated that during use on a diagnostic catheter, there was a tear in the catheter. Another similar catheter was used to finish the procedure which was extended by 5 minutes. The product was stored according to labeling instructions and the user was trained. The device was not reprocessed and reused on a patient. Additional details of the procedure are not available.

Manufacturer narrative:
(B)(4). This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that during use of a diagnostic catheter, there was a tear in the catheter. The product was stored according to labeling instructions and the user was trained. The device was not reprocessed and reused on a patient. One non sterile 5f diagnostic catheter was received coiled in a plastic bag. A tear was found on catheter body. DHR analysis was not performed since lot number was not provided by the customer. The damage (tear) on catheter reported by the customer was confirmed during analysis. The exact cause of damage could not be conclusively determined, but it does not appear to be manufacturing related since 100% inspection is in place per (B)(4) to detect this type of failure before leaving the facility. Therefore, no corrective/preventive actions will be taken at this time. No additional patient, lesion/vessel or procedural information is available. At this time there is not enough information to draw a clinical conclusion between the device and the reported event.